Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). (B)(4). Full lead was returned in segments and analysis revealed that the outer insulation had a breached depression. It was also noted that all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the inner insulation was torn, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and the lead was stretched. Visual analysis indicated that the lead was stretched during the removal of the lead removal wire.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that there was noise and oversensing. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.